Event description:
It was reported that during attempted implant the stylet got locked in the rv coil of the lead and it was difficult to remove. It was further reported that there was noise and t-wave oversensing on the lead. The lead was replaced and no further patient complications have been reported as a result of this event.

Event description:
It was reported that during attempted implant, the stylet got locked in the rv coil of the lead and it was difficult to remove. It was further reported that there was noise and t-wave oversensing on the lead. The lead was replaced and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments and no anomalies were found. The distal conductor was distorted and cut; the inner tubing was kinked/buckled; there was blood in/on the helix mechanism and helix/lobe mechanism (sleevehead). Damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.